Event description:
It was reported that the patient¿s pump had never worked and the patient never had therapeutic effect. It was reported that the patient was experiencing head pain caused by a case of the shingles the patient had a few years ago. The patient was refilled last month and the medication in the pump was unknown.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).